Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(6).

Event description:
After inserting a drum it was not possible to rotate the lancets and a needle extended beyond the end of the correctly positioned protective end cap of the device. No adverse event occurred. Multiclix requested for further investigation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.